Event description:
Unomedical reference number (B)(4). Event occurred in the spain it was reported that the patient experience kinked cannula within 3 hours of insertion. No further information available.